Manufacturer narrative:
The investigation was performed based on the video from customer. It could be seen that oxygenator was leaking from the pos. 7 luer lock connector. Additionally, maquet cardiopulmonary ag is aware of similar complaints from similar products. Similar product, showing a similar malfunction, has been investigated in #703007265: sample was rinsed with water. There was a foreign screw cap on the luer lock connection (pos 7.). Leak test was performed with the returned cap. A leak on the luer lock of the blood outlet side of oxy could be confirmed. Foreign screw cap was replaced and leak test was repeated. Leak on the same connector could be confirmed. A crack was detected in the middle of the luer lock. Device history record was reviewed. There were no references found which are indicating a nonconformance of the product in question. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint#(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
Pediatric oxygenator quadrox-I showed leakage at the luer connector on the membrane part. Complaint: (B)(4).